Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window, scratched display window and cracked case near display window corners noted during visual inspection. There was no button response due to corroded keypad traces. No button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose. The blood glucose at the time of the incident was 176 mg/dl. The customer states the pump alarmed button error and was unable to clear. While performing troubleshooting the customer took her blood glucose level and it was 350 mg/dl. The customer was advice to take insulin shot, since the pump was being replaced. The device will be returned for analysis.